Event description:
It was reported that radio frequency (rf) head would not recognize/detect any device. The rf head was returned for repair. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the rf head would not detect a device when attempting to interrogate, the cable was out of electrical specification.